Event description:
It was reported that during a simulation infusion at a nursing school, a clear link secondary medication set's on/off clamp cracked. The set was primed and then attached to an unknown primary set that was hooked up to a simulation patient. After the infusion started, the student attempted to close the clamp. At this time the clamp cracked on the bottom and up the sides resulting in a solution free-flowing from the secondary bag. There was no patient involvement. Therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection identified a crack in the frame of the roller clamp. The cause of the crack was undetermined.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.